Event description:
It was reported that the patient was admitted in-hospital after receiving repeated shocks. Upon interrogation, it was found that the device delivered therapy due to vt. Externalized conductors were noted via fluoro scopy. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.